Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "this pump won't turn on, even when plugged in." Additional notes provided by the facility¿s clinical engineering support services include: "I was able to verify that the unit would not turn on. I tried replacing the battery and the power cord with new ones, but that did not fix the issue. The new battery should have had enough of a charge in it to let the unit turn on, even if the unit was not able to charge a battery, so I was able to narrow down the issue to the keypad. The keypad showed signs of physical damage, as well as a nonfunctioning power button, so I replace it with a new one. After that repair I was able to run the unit through all of the pm tests found in the alaris system maintenance software without any issues. The unit also was able to run a 50 ml infusion on both ac and dc power. The unit has the correct network configuration installed and the current data set loaded." Reported problem cause description: "incidental." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿